Event description:
Boston scientific received information that a low shock impedance measurement was detected on the right ventricular lead by this device. The physician is aware of the issue and will continue to monitor the lead and device. No remedial action or adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.